Event description:
It was reported that the patient had experienced erosion with the artificial urinary sphincter (aus). The aus was explanted and a new aus implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Implant date.

Event description:
It was reported that the patient had experienced erosion with the artificial urinary sphincter (aus). The aus was explanted and a new aus implanted. No further complications were reported in relation to this event. If further information about this complaint is received at a later date, the product investigation will be re-opened to address the additional information. Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had experienced erosion with the artificial urinary sphincter (aus). The aus was explanted and a new aus implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.